Manufacturer narrative:
The conducted investigation concludes that the root cause is a product mix-up. The suspected device located in (B)(4) was returned as part of a recall. No other product was involved in this issue.

Manufacturer narrative:
The product was returned for evaluation. A mismatch between the returned graft (woven graft, length 15 cm, diameter 30 mm) and its labeling (knitted graft, length 40 cm, diameter 12 mm) was confirmed. A non-conforming report has been initiated in order to identify the root cause and take appropriate corrective actions. The investigation is still ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
During the preparation of a procedure on (B)(6) 2017, it was reported that the diameter of the graft was significantly greater than labeled on the package. The device was not used and was returned for evaluation.